Manufacturer narrative:
A ge service rep performed an on site investigation. Pins were repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system's monitor failed to produce images. No report of patient injury.